Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74, serial#: (B)(4), description: avista MRI perc lead kit, 74 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient was admitted to the hospital and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics. The infection was not procedure related and the cause was unknown.

Event description:
A report was received that the patient had an infection. The patient was admitted to the hospital and underwent an explant procedure.